Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), fallopian tube perforation ("fallopian tube rupture"), device breakage ("device breakage"), device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included nabothian cyst and fibroids (heterogeneous echotexture to the uterus; small fibroids possible but none directly measurable). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("debilitating menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced vaginal discharge ("discharge") and menstrual disorder ("change in menstruation"). In (B)(6) 2013, the patient experienced anxiety ("anxiety"), weight increased ("weight gain") and stress ("stress"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant) with pelvic pain, abdominal pain and abdominal pain lower, device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menstrual cycles"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged, memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis"), infection ("infections") and cystitis ("cystitis"). The patient was treated with ibuprofen (advil) and tramadol. Essure treatment was not changed. At the time of the report, the perforation, fallopian tube perforation, device breakage, device dislocation, genital haemorrhage, dysmenorrhoea, menstruation irregular, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis, infection, cystitis, dyspareunia and vaginal discharge had not resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, anxiety, migraine, headache, weight increased and stress outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, anxiety, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, menstruation irregular, migraine, perforation, rash, stress, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for these continuing symptoms and continues to treat for these injuries. Current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83.46 kgs. Most recent follow-up information incorporated above includes: on 22-may-2018: pfs received . New reporter and reporter information added. Concomittant diseases and treatment drugs added. Product insertion date updated.events- "change in menstruation, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), anxiety, migraines, headaches, weight gain, stress, she did not undergo confirmation test added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), fallopian tube perforation ("fallopian tube rupture"), device breakage ("device breakage"), device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant) with pelvic pain, abdominal pain and abdominal pain lower, device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged, memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis"), infection ("infections"), cystitis ("cystitis"), dyspareunia ("dyspareunia") and vaginal discharge ("discharge"). At the time of the report, the perforation, fallopian tube perforation, device breakage, device dislocation, genital haemorrhage, dysmenorrhoea, menstruation irregular, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis, infection, cystitis, dyspareunia and vaginal discharge had not resolved. The reporter considered abdominal distension, alopecia, amnesia, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, infection, menstruation irregular, perforation, rash and vaginal discharge to be related to essure. The reporter commented: plaintiff sought treatment for these continuing symptoms and continues to treat for these injuries. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.